Manufacturer narrative:
The customer did not provide patient demographics such as exact date of birth or weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse cleaned the aspirate probes and the wash stations and noted no issues. The fse also performed a carryover test, high sensitivity (hs) system check, ran a 50 replicate precision run using wash buffer as a sample and performed a 20 replicate precision run with each of 3 levels of qc; all verification testing passed within published instrument and assay performance specifications. Conclusion: in conclusion, the cause of the erroneously elevated access accutni+3 results cannot be determined (B)(4). All mdrs associated with this report are: 2122870-2016-00445, 2122870-2016-00446.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible elevated access accutni+3 results for one patient on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). The initial and repeat results were above the normal reference range of the assay. The same patient's sample was analyzed in duplicate on the laboratory's alternate access 2 immunoassay system, serial number (B)(4) and lower results, within the normal reference range of the assay, were obtained. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results, as the customer confirms the patient was treated based on the elevated access accutni+3 results; however, the customer cannot confirm any details regarding the actual treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The sample was collected in a lithium heparin plasma separator tube and centrifuged at 3000 rpm (revolutions per minute) for five minutes at room temperature. No issues with sample integrity were reported. The customer also reported another erroneously elevated access accutni+3 result obtained on (B)(6) 2016 for a second patient's sample. This event is addressed in MDR 2122870-2016-00445.